Event description:
It was reported that the patient decease and cause of death was unknown. There is no known allegation, suspicion, doubt, and/or no information suggesting the death was product-related.

Manufacturer narrative:
The device was returned due to the patient's death. The device image was saved successfully. The results of the electrical and stress/environmental tests were performed to indicate that the pacer is exhibiting normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.